Event description:
Distal 5mm of k-wire sticking out of the drill fractured off inside the vertebral body. The drill was fully placed (entire 30mm) before the fracture took place. The fractured portion was left in the pt and the perpos implant was properly placed. Pt had very tough anatomy and inserting the drill took more than the normal effort. Remaining k-wire and drill bit were recovered and sterilized.

Manufacturer narrative:
Contacted distributor on pt status, there was no pt injury. The physician elected to leave the k-wire in place due to the location of the imbedded k-wire. An eval was not performed as the complaint sample was not returned for analysis and cannot be obtained for analysis. It should be noted that this complaint was initially determined not reportable. A subsequent re-review determined that this should be reported.